Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 119.4 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have a magnetic resonance imaging (MRI) procedure done. The date of the event was reported as (B)(6) 2017. It was indicated that the pump status and event log showed a motor stall occurred that was active with multiple motor stalls and recoveries and a ¿stopped pump period may exceed tube set¿ message. Considerations of silencing audible alarms, pump replacement, programming minimum rate, and covering patient with non-pump medication were reviewed. It was noted that the patient did have oral baclofen. No symptoms or complications were reported.

Manufacturer narrative:
The pump and catheter component (model 8596sc) were returned to the manufacturer. Analysis of the pump on 2017-jun-01 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s log, baclofen with concentration 2000.0 mcg/ml was being administered via a flex dose rate of 1,199.4 mcg/day as of (B)(6) 2017. Analysis of the catheter (model 8596sc) revealed no significant anomaly; the catheter was incomplete / returned in segments and had met acceptable testing.

Event description:
Additional information was received via (B)(6). The report source was indicated as being a health professional; the report was spontaneous. It was reported that the patient¿s weight was (B)(6). It was reported that the pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 1200 mcg/day (also reported as 1199.4 mcg/day). The drug lot number of baclofen was 050086 and the expiration date was february 2019. The patient was indicated as having received the following concomitant products/medications (dates of administration were unknown): tylenol (acetaminophen); aspirin (acetylsalicylic acid) at 81 mg; baclofen 30 mg daily as needed; bisacodyl; calcium + vitamin d; citalopram; cranberry extract; diazepam; docusate sodium; fenofibrate; lactose-reduced (dietary supplement); gabapentin; levothyroxine; multivitamin; omeprazole; zofran (ondansetron); and mirapex (pramipexole). Regarding medical history, the patient was noted as having been implanted with a tinned sns (model 3093¿28) on (B)(6) 2004 and an interstim device (model 3095-10, 3023) implanted on (B)(6) 2004. The patient¿s medical history also included tactile hallucinations and a pump replacement was also noted as having been previously performed on (B)(6) 2012 for end of battery life. On (B)(6) 2009, the patient had an initial consultation with the reporting healthcare provider (hcp) and was receiving intrathecal baclofen (itb) at that time. The patient¿s itb continued after that appointment. On (B)(6) 2017, the patient¿s treatment was reported as baclofen at unknown concentration at 1199.4 mcg/day per flex infusion (noted as presumed to be baclofen 2000 mcg/ml at 1200 mcg/day as previously reported). On (B)(6) 2017, the patient experienced more spasticity and the pump refill showed a larger than expected volume (values were not reported). On (B)(6) 2017, the patient¿s pump was interrogated and pump logs revealed 8 motor stalls with recoveries occurring randomly over a 6 week period. These motor stalls lead to the outcome of increased spasticity with an unknown onset as the patient progressively became more spastic. At that time, the patient was to continue with oral baclofen as needed for spasticity until she was able to undergo a ¿total replacement¿ of her itb pump. As of (B)(6) 2017, intrathecal baclofen had not been stopped in response to the reported events. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on (B)(6) 2017. The issue being reported was ¿more spastic let patient.¿ the date of the event was reported as (B)(6) 2017. It was detailed that the pump was alarming with several random motor stalls and recoveries. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was noted that the refill showed larger than expected volume. System replacement was done as surgical intervention taken to resolve the issue as it was indicated that during the pump replacement surgery they were unable to aspirate the catheter so they placed a new catheter as well. The system was being used to deliver baclofen with a concentration of ¿2000¿ at a dose of 1200 mcg/day at the time of the report. It was reported that part of the catheter remained implanted out of service and that the pump and the other part of the catheter would be returned by the representative. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that the patient presented for an intrathecal baclofen (itb) refill and that there was a motor stall indicated upon interrogation of the pump. It was stated that actions/intervention taken to resolve the motor stalls and the cause of the motor stalls was ¿na.¿ it was indicated that the motor stall issue had not been resolved and that the patient required a pump replacement. No response was provided for the patient¿s weight at the time of the event. It was reported that the manufacturer was notified and would be present for pump replacement and that they would return the pump for analysis. No further complications were reported or anticipated.